Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va29u0u serial# implanted: (B)(6) 2020, explanted: (B)(6) 2021. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Allergy was reported by the patient. The patient also reported that they had pain at the incision site since implant. The noted that they were a back sleeper and that now they had a hard time sleeping on their back; that they had to lay on their side. Patient services redirected the patient to follow up with the health care professional (hcp) to discuss the allergy and their pain concerns.  No further patient complications are anticipated or expected as a result of this event. On 2022-aug-12 additional information received from patient. They reported that after the device was 1st implanted they were in pain for 10 months because the lead wasn't deep enough. Patient saw a different healthcare professional (hcp) who took the old wire out and put in a new one in. It was confirmed when discussing the ID card that the patient they only got a new wire.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va29u0u serial# implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the lead not being deep enough was unknown. It was unclear if wire was replaced due to movement of the lead; too superficial in sacrum, not skin. The device was discarded.